Manufacturer narrative:
The report received from the affiliate indicated that during an interventional endovascular procedure, the physician implanted two 7 fr. 120 cm. Smart control 12 x 80 mm. Stents in both iliac arteries. However, one of the smart control stents was noted to be a 12 x 60 mm. Stent and did not cover the entire lesion adequately. Another smart control 10 x 40 stent was implanted distally to cover the lesion and complete the procedure successfully. There was no reported patient injury. The product was not returned for analysis. A review of the manufacturing documentation associated with these lots presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15207065 and it were extended to the previous lot 15207064; as well as to the subsequent lot 15207066, manufactured before and after the lots involved in the complaint, revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4) units were rejected during the final assembly of these three lots. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15207065. The stent size and lots provided as well as the quantity of stent units provided and released were reviewed and no anomalies were found. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. Typically however, vessel characteristics and procedural factors contribute to this type of event.

Event description:
The report received from the affiliate indicated that during an interventional endovascular procedure, the physician implanted two 7 fr. 120 cm. Smart control 12 x 80 mm. Stents in both iliac arteries. However, one of the smart control stents was noted to be a 12 x 60 mm. Stent and did not cover the entire lesion adequately. Another smart control 10 x 40 stent was implanted distally to cover the lesion and complete the procedure successfully. There was no reported patient injury. The temperature exposure indicator was checked to confirm that the black dotted pattern with a grey background was clearly visible. The product was inspected prior to use and appeared to be normal. The product was stored and handled properly according to the IFU. The product was prepped properly according to the instructions for use (IFU). The iliac target lesions were reported to be slightly tortuous with a diameter of 10.8 mm and target lesion length 7.5 cm. A 7 fr. Terumo catheter sheath introducer (csi) was used for the procedure. The diameter of the unconstrained stent size was 1-2 mm. Larger than the vessel diameter. There was no problem reported in advancing the stent delivery system (sds) to the target lesion or unusual force used. The lesions were not pre-dilated. There were no reported acute bends. The stents fully expanded with good wall apposition. No thrombus was noted post-deployment.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.